Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this rv lead was repositioned on (B)(6) 2019 because the patient was suffering pain below the left chest with palpitations, as well as severe sweating. There was no capture of the rv lead, and it was found to be dislodged.